Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided, therefore no review could be performed. "The reported device was not received in brézins for investigation because it was repair locally. The defective power board was received in brézins for investigation. According to the result of investigation, on visual inspection, it was found that the three pins connector j5 was almost torn off. The condition of the board prevented further testing based on this information the root cause of this defect was found likely due to an mishandling of the device probably caused by dropping the device or mishandling the board which corresponding to a misuse. To our knowledge this complaint is not being related to patient safety." This complaint is considered as misuse for this issue as per our local procedure, we initiated no action

Event description:
The following has been reported: cannot charge battery. After replaced power suppy board and the battery can be charged. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.